Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed de novo lesion was in the severely calcified and moderately tortuous right superficial femoral artery (sfa). During pre-dilation the physician advanced a 4.0mm x 20mm sterling monorail balloon to the lesion. Upon the first inflation the physician had difficulties inflating the balloon due to the chronic total occlusion (cto) artery. The physician eventually inflated the balloon to 12atms and the balloon ruptured. The device was removed from the patient intact. The procedure was completed with another of the same device. There were no patient complications. Patient status is reported as good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)